Event description:
It was reported that pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, while the physician attempted to perform the transseptal puncture below a previously implanted patent foramen ovale (pfo) closure device, the was sheath entered the coronary sinus (cs) and the wire perforated through the vasculature into the pericardial space. Visualization was extremely difficult with transesophageal echocardiography (tee) during the procedure, so the physician relied heavily on fluoroscopic guidance for much of the procedure. Because of the lack of visualization of the wire in the left atrium or pulmonary veins (pvs), and the inability to draw back blood via the was sheath, the physician opted to place a pigtail catheter and inject contrast. At this time, it became clear that the physician was in the pericardial space. It was decided to reverse heparin and transport the patient, with all equipment still in position, from the catheterization laboratory to the hybrid operating room in case further intervention became necessary. Multiple angiograms were performed, which led to the suspicion that the physician had perforated through the cs. The physician stated that was not sure exactly what was perforated or at what time, but this is the belief at this time. The was sheath was eventually pulled back, which led to a slow drop in blood pressure (bp) accompanied by the formation of a pericardial effusion measuring 10-12 mm near the right ventricle (rv) wall. The was sheath was then advanced back into position to occlude the perforation, a pericardial drain was placed, and the was sheath was then pulled back again. The patient remained stable with no significant changes in the effusion and stable bp. The physician decided that no further intervention was necessary unless the patient status changed. The patient remains stable and is expected to fully recover.